Manufacturer narrative:
The reported symptom code (powers down) was not confirmed. The reported symptom code (can¿t turn on cycler) was not confirmed. The symptom code (blank screen) was encountered during testing. A visual inspection of the returned cycler exterior showed no signs of physical damage. The functional/display check failed. Dim display. The inverter board transformer is shorted; there was evidence of burn; replaced with a known good inverter board and the display became fully operational. Continued testing. Simulated treatment pre-accelerated stress test 15 minute 1000 ml test passed. The voltage verification check passed. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
Peritoneal dialysis nurse reported that the peritoneal dialysis patient reported that after powering off the liberty select cycler, the cycler would not power back on. Patient reported no issues with power outages and that the cycler was plugged into an outlet. The cycler was replaced. The patient was advised to discontinue use of the cycler. Additional information was solicited.